Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Twenty five non-sustained tachycardia episodes with v-v intervals < 220 milliseconds occurred from (B)(6) 2016. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. The lead failure predictor triggered on (B)(6) 2016 for ventricular sensing integrity counter (sic) and non-sustained tachycardia episodes. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Right ventricular pace impedance was steady at approximately 460 ohms through (B)(6) 2016, then rises out of range by (B)(6) 2016. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic. A 2640 ventricular sics occurred since the last session 21.7 hours ago. Analysis of the device memory indicated the unexpected delivery of a ventricular tachyarrhythmia therapy. Six inappropriate shocks were delivered on (B)(6) 2016 due to non-physiologic oversensing.

Event description:
It was reported that the patient received inappropriate shocks due to oversensing of noise/non-physiologic signals on the right ventricular (rv) lead. There was an abrupt rise in pacing impedance to high levels. The pace/sense portion of the lead was capped and replaced. The high voltage portion of the lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.